Event description:
The initial reporter advised shiley that a pt had emergency surgery to replace a bjork-shiley 60 degree convexo-concave mitral heart valve due to an alleged outlet strut fracture. Pt survived the surgery.